Event description:
It was reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported three motor error alarms from the insulin pump in the last forty-eight hours. The motor error alarms from the insulin pump occurred during bolus. Troubleshooting was done. The customer was able to clear the alarm from the insulin pump. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded drive support disk. No motor error alarm was noted. The motor passed the motor test. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.